Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). (H3,h6): manufacturing representative went to the site to test the system,unable to duplicate issue. Black rectangles (asic) in previous 2d images due to known detector firmware issue. Issue will be resolved with firmware update once released. Performed system checkout. System functions as intended. The software investigation found that the reported event was not a software issue. Complaint data analysis found the event was due to a hardware issue as per " black rectangles (asic) in previous 2d images due to known detector firmware issue. Issue will be resolved with firmware update once released".software functioning as designed. Codes:b01,c02,c19,d0302. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905, serial/lot #: -, ubd: , UDI#: ; product ID: m018081c001, serial/lot #: 4.3.0, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that a cylinder ring artifact appeared again after an imaging system spin. This was the second incident since feb 2. Another imaging system was brought in for another 3d spin this was occurred intra operatively. There was less than 1 hour delay and no reported impact to patient outcome.